Manufacturer narrative:
Date sent to the FDA: 06/10/2021. Additional information: d9, h6 additional h-3 summary: visual inspection was conducted on the returned device. The product is double armed. Visual analysis of the returned sample determined that one opened sample of product code j570 was received for evaluation. Clip off defect could be observed in the sample. The visual inspection concluded that the needle detached from the suture, the barrel hole was examined under 20x magnification and remnant suture was noted, the suture end is severely cut. The functional test could not be performed. On the second needle no defects or needle pull of were observed. The clip off defect has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through the quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pmk726 / j570g50, and no non-conformances related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, at time of submission, evaluation not yet in complete status and therefore not reported in the initial medwatch. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The following information was requested, but unavailable: procedure name? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-04724.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2021 and the suture was used. During the procedure, the suture needle pull off occurred. Another like suture was used to complete the procedure. There were no patient consequences reported.